Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and demerol via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. The concentrations of the drugs were unknown and it was indicated that the dilaudid dose per day was ¿14¿ (units not provided). It was reported on (B)(6) 2017 that the patient had ¿many¿ catheter revisions on unknown dates. Refer to manufacturer report #3004209178-2013-00820 and #3004209178-2013-00828 for details pertaining to other previously reported catheter revisions. No symptoms were reported. It was asked and unknown if it was a sudden or gradual change in therapy/symptoms. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that there was a revision on (B)(6) 2013 as a cut in the catheter was noted. The patient experienced poor pain control and cerebrospinal fluid leak related to the revision. The patient¿s weight at the time of the event was (B)(6) lbs. No further complications were reported or anticipated.